Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed pump error 63 (variable 3) due to open traces. Unit received with cracked retainer, cracked case corner of belt clip rails and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.